Manufacturer narrative:
Erroneous results generated.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high microalbumin (ma) results for 4 patient samples assayed on the unicel dxc 600 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. The customer reported there was no change to patient treatment based on the erroneous ma results. The customer reported that the quality control results for ma were erratic. A precision analysis (performed with 10 assays on a patient sample) yielded a first ma result which was 70% high. No issues with other chemistries or system errors were reported by the customer. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse replaced the sample probe, wash collar, and 3-way valve to address carryover that was observed on the analyzer. The fse also aligned the probe and cuvette. The fse assayed 4 patient samples for ma in triplicate. All results generated were reproducible and accurate. Amended reports for the 4 patient samples initially tested were sent out. The root cause for this event is attributable to routine repairs performed on the analyzer.